Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury (tissue injury) is listed in the electronic perclose prostyle instructions for use as a possible adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1 - address 1.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the mildly calcified common femoral artery was attempted with two prostyle devices using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure via a 6f sheath. There were no issues reported against the first prostyle device; however, while pre-placing the second prostyle device, after step 4, the device could not be removed from the anatomy. A surgical cutdown was performed to remove the entrapped device at which point vessel damage was also noted. The sheath was upsized to a sheath size greater than 10f and the tavi procedure was completed. The surgical cutdown was used to repair the vessel and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.